Event description:
It was stated that the customer was hospitalized for high blood glucose, nausea and vomiting. The blood glucose reading was 1261 mg/dl. Troubleshooting was performed. The programming was correct and the insulin pump passed the prime test. The mother did not have the tubing clamp to perform the high pressure test. No alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.